Manufacturer narrative:
Additional information was added to h6, and h11: h11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the ring of a 3.5mm coupler prematurely ejected (fell off) from the black butterfly assembly. This was observed after the coupler was loaded onto the anastomotic device and laid on the stand. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.